Event description:
The customer reported partial and total voteouts while running daily controls on a unicel dxh 800 coulter cellular analysis system. A fluid leak of blood and diluent of approximately 10ml in volume was identified by the field service engineer (fse) who evaluated the instrument on (B)(4) 2015. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, mask, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found a damaged quick disconnect fitting on the distribution valve assembly (dv) waste line. The dv directs prepared sample from the mix chambers to the pending sample line and directs diluent rinse to the mix chambers and then directly to waste. The fse replaced the fitting connectors and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).